Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon had difficulty loading a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, and upon insertion, the lens went into the eye upside down. The lens was removed with no patient injury and the backup lens was implanted. The lens was damaged upon removal. The reporter stated the surgeon felt the lens was defective.

Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found one haptic torn, with a piece missing. Based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).